Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up one day post-procedure. Fluoroscopy revealed that the right ventricular lead was dislodged. The lead was successfully repositioned on (B)(6) 2021. There were no patient consequences.